Event description:
It was reported via edwards sales that a 3000tfx 23 mm aortic valve was explanted after an implant duration of approximately 5 years due to regurgitation. Additional patient history: "patient was diagnosed with non-hodgkin's lymphoma and received both chemo therapy and radiation. However, the implanting surgeon did not feel the valves was in direct contact with radiation. The surgeon did implant another 23 mm 3000tfx after attempting to place an ew sa porcine valve that was to big for the root. Tee done on (B)(6) 2012, indicate the right coronary cusp appears calcific with restricted motion. Severe aortic regurgitation noted with peri valvular leak. Echo done on (B)(6) 2012 (pre op) indicates 23 mm well seated bioprosthetic aortic valve, thickened leaflets, anterior leaflet is thickened and rigid. It is well seated. Severe aortic regurgitation. Operative report indicates the valve was replaced with another pericardial bioprosthesis. Also noted by the surgeon in the operative report, "this procedure was extremely difficult because of the inability to place a porcine valve, despite an aortoplasty, and the profound bleeding at the suture lines which took several hours to control. This added 60% extra time to the procedure. This patient should not have cardiac surgery again".

Manufacturer narrative:
The explanted device has been arranged for return and evaluation, but has not yet been received by edwards. Therefore, the reported thickening and calcification of the bioprosthesis cannot be confirmed. Additional information and edwards conclusions will be reported once available.